Manufacturer narrative:
No product returned for eval. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported impact to customer's blood glucose level. Customer was able to load a new cartridge successfully and resume insulin delivery.